Event description:
On (B)(6) 2025, the patient (pt) contacted support after receiving an occlusion alert. Prior to the call, pt had already replaced all infusion supplies. Pt was using a cd steel infusion set (6mm, 23"). The agent walked pt through the supply change process, including disconnecting from the body, filling tubing with insulin, and ensuring no air bubbles were present in the cartridge or tubing. Pt reconnected and reported no further issues at that time. Bg was unaffected. Later the same day, pt called back reporting another occlusion alert and a bg of 508 mg/dl via fingerstick. Pt appeared sluggish and noted recent neck surgery and steroid treatment on (B)(6). No other alerts were reported besides high bg and occlusion. Agent instructed pt to disconnect and refill tubing. Pt received an ¿unable to proceed¿ alert. A dry run was successful, and pt was advised to change out supplies again. During the supply change, pt mentioned attaching the connector to the cartridge before inserting it into the pump. Agent explained this could cause issues and provided proper instructions. Pt was advised to check for ketones and was sent a ketone action plan (kap). Agent scheduled a follow-up call in 1.5 hours. At follow-up, pt¿s bg had decreased to 280 mg/dl and was continuing to decline.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.